Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump successfully, and it was confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which was acknowledged and understood.